Event description:
It was reported to philips healthcare that the heartstart mrx displayed an unspecified "device error" message on screen. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.